Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. The exact reason for reported issue could not be established.

Event description:
A day after the surgery the surgeon had do revision surgery using the same plate to correct bad occlusion (open bite and overjet).